Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Biomed reported the system displays poor image quality.

Event description:
Biomed reported the system displays poor image quality.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the system displays poor image quality was confirmed. The image has a dark streak in the middle third of the image box. The device was serviced, tested and returned to customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.